Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. The dfu states when inserting in hard bone, first use the punch to create a pilot hole then insert the tap to better prepare the bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported that the 4.5mm x 14mm ft bio-composite corkscrew was being used in a rotator cuff repair procedure. The surgeon punched a pilot hole using a punch for a 4.5mm corkscrew ft to the first laser line. While inserting the corkscrew into the pilot hole, the proximal half of the anchor snapped when halfway down, and was retrieved along with the blue suture which was severed. The distal end of the anchor was well fixed in the bone and held the remaining suture. The surgeon was able to retrieve the broken pieces that were not fixed in the bone and used the remaining suture to perform the cuff repair procedure successfully. A second medial row corkscrew was placed in the patient without any issues.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed that the distal tip of the implant broke-off at the fourth thread. A portion of the fracture face is slightly bent. All measureable dimensions were found to be within specification. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the 4.5mm x 14mm ft bio-composite corkscrew was being used in a rotator cuff repair procedure. The surgeon punched a pilot hole using a punch for a 4.5mm corkscrew ft to the first laser line. While inserting the corkscrew into the pilot hole, the proximal half of the anchor snapped when halfway down, and was retrieved along with the blue suture which was severed. The distal end of the anchor was well fixed in the bone and held the remaining suture. The surgeon was able to retrieve the broken pieces that were not fixed in the bone and used the remaining suture to perform the cuff repair procedure successfully. A second medial row corkscrew was placed in the patient without any issues.